Manufacturer narrative:
Intuitive has received the schoelly handheld camera to perform failure analysis. However, as of the date of this report, the evaluation of the schoelly handheld camera has not been completed.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a "no endoscope detected" message was generated whenever a schoelly handheld camera was plugged in. The procedure was reportedly converted to open surgery. The following information is unknown: why the procedure was converted to open surgery, if the error message issue cause or contributed to the surgeon's decision to convert the case, if the patient experienced any complications, and the patient's current status. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.